Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been receiving radio frequency programmable integrated circuit failed self test alarms for the last week. Customer stated that they were just sitting in their office when they first got the alarm. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was assisted with programming the time and date. Customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump alarmed during the self test due to faulty components at the remote frequency board. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.